Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix eva tpn bags were leaking from the middle port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were returned and an evaluation is complete. A visual inspection was performed and revealed the spike port cover was removed from one sample and the second sample had been sliced at the top to drain the solution. Functional leak testing was performed and both samples leaked from the spike port. The reported condition was verified for the two samples returned. The cause was not determined. The third device was not returned for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.